Event description:
It was reported during intra-aortic balloon(iab) therapy, there was blood in the catheter. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with traces of blood on the catheter. The one-way valve was also returned and still attached. The catheter tubing was deformed/flattened along its length which may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. Additionally, a catheter tubing kink was also observed near the y-fitting at approximately 75.4cm from the iab tip. The returned one-way valve was tested and held vacuum an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The event cannot be confirmed by the evaluation. The reported leak may be attributed by a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, there was blood in the catheter. There was no reported injury to the patient.